Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 20 seconds, the balloon ruptured and pinhole was noted in the middle part of the balloon. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported was the patient condition was good.